Event description:
It was reported that the right atrial (ra) lead exhibited frequent atrial under sensing during atrial fibrillation noted on current and stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited frequent atrial under sensing during atrial fibrillation noted on current and stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.